Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter: (B)(6). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On (B)(6), 2019, it was reported that the device was not getting air. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose for evaluation. Product review of the air dermatome on october 14, 2019 revealed that the calibration was out of specifications at the zero and thirty settings. The motor speed was within specifications and the control bar was in the correct position. The hose was leaking and the head had visible damage. The customer width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on october 14, 2019 which included replacement of the machined head, die cast lever, screws, o-ring, control bar, thickness control shaft, ball plunger, semi-circle bearings, vespel bearings, spring pin, and hose. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the air dermatome was not getting air due to a leaking hose, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the machined head, die cast lever, screws, o-ring, control bar, thickness control shaft, ball plunger, semi-circle bearings, vespel bearings, spring pin, and hose were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the air dermatome was not getting air. During investigation, it was revealed that the device hose was leaking. No adverse events were reported as a result of this malfunction.